Event description:
The manufacturer received information alleging,tongue gets dry,feet are get swollen. Nasal/throat irritation or soreness that are related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has allegedly states the device turns on, on its own and the device gets hot, tongue gets dry and feet get swollen. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer and observed the dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, control dial, keypad, blower, blower box, p4 power connector. Hairlike substance was found inside the bottom enclosure. Unknown dark contaminate was found inside the top and bottom enclosures, inside the ui panel, inside the rear panel. There was a piece of plastic broken on the blower box which is consistent with 3rd party tampering. A contaminate consistent with keratin was observed on the blower box. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer powered up the device and provides airflow. The manufacturer concludes there was evidence of sound abatement foam degradation/breakdown was not observed in the base unit and observe dust/dirt contamination in the airpath.